Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure;bent pin.specific component(s) involved: pbu cable connector with bent pin.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller. Implant device type: lvad.